Manufacturer narrative:
The customer's calibration and qc results were within the acceptable range. There was no indication for a performance issue of reagent or instrument. The customer's sample pre-analytic details were requested but not provided. The investigation reviewed the system alarm trace and found multiple abnormal aspiration alarms, sample short alarms, and sample foam detection alarms. These are indicators of possible poor sample quality based on the available data, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for two patients tested on a cobas 8000 e 801 module. For patient 1, the initial hcg result from (B)(6) 2022 was not reported outside the laboratory. On (B)(6) 2022, the customer performed testing on a different e 801 module with a new sample collected from the patient as well as the initial sample. On (B)(6) 2022 and at 18:39, the patient's initial hcg result was 6.42 miu/ml. On (B)(6) 2022 and at 20:48, the patient's repeat hcg result with the new sample was 685 miu/ml. On (B)(6) 2022 and at 22:29, the patient's repeat hcg result with the initial sample was 622 miu/ml. The customer determined the repeat results were correct. For patient 2, the initial hcg result from (B)(6) 2022 was not reported outside the laboratory. The customer questioned the initial hcg result "based on the history of the patient." The customer performed repeat testing on the same e 801 module with the initial sample aliquot as well as a different sample aliquot. At 15:26, the patient's initial hcg result was 6.48 miu/ml. At 19:34, the patient's repeat hcg result with a different sample aliquot was 3453 miu/ml. At 21:39, the patient's repeat hcg result with the initial sample aliquot was 3438 miu/ml. The customer determined the repeat results were correct. The hcg reagent lot number was 51385101 with an expiration date of 30-apr-2022.